Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). In 2003, the nurse changed the lvad system controller due to the lvad stopping for 5 to 6 seconds at a time and the pt would get a shock whenever they connected to the power base unit (pbu). The lvad would also stop when the pt was connected to battery power as well. The nurse changed the system controller and returned it for analysis. No problems since system controller change.